Event description:
Neovascularization has been present to a limited extent in this patient since 1993 with this lens type. Patient was dispensed three new lenses in march 1996. Visit of november 1997 found increased neovascularization of 4-5mm. From the upper limbus towards the pupil. The doctor suspected overwear and suggested reduced wear time. In january, the patient was refit into a silicone lens to increase oxygen permeability. Follow-up with the practitioner reports that the limbal vessels were regressing and were less engorged. The cornea is clear, globe white and the silicone lens is comfortable.